Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the pulse generator extraction due to pocket infection. During the procedure, the laser lead extractions failed and the physician had to take further action to fix torn superior vena cava. The whole system was explanted. The patient was doing well and was planned to spend few days on antibiotics until the infection clears up.